Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for routine interrogation and non-sustained rv oversensing was noted on the stored egms. Further review of the episodes indicated myopotentials oversensing. Programming changes were made and no further oversensing was seen. The patient had no symptoms from the issue. The patient was stable before, during and after the interrogation.